Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty actively fixating to the right ventricular (rv). The rv leads were attempted and not used. The physician ended up using passive fixation lead with subsequent success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.